Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "very loud and low o2 [purity]." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss was unable to perform an evaluation of the unit because the unit was lost in transit when shipped from the customer to devilbiss.